Manufacturer narrative:
Correction fields: b5, describe event or problem, changed. D2a, common device name: name changed. H6, health effect - impact code changed.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to an unknown product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to a product performance issue. No additional adverse patient effects were reported.